Event description:
Medtronic patient services received a call about an issue with a potential medtronic stent. The patient had an initial stent placement procedure done on (B)(6) 2025 and received an unknown iliac stent. It was reported that the stent was kinked/deformed upon placement. The patient immediately experienced gluteal pain, prompting an ultrasound that detected a blood clot (thrombosis). A subsequent procedure was performed on (B)(6) 2025 to remove the blood clot by vacuuming it out, and a new abre ab9u14150090 stent was placed, and the patient got an ID card. The patient stated she never got an ID card from the first stent and now needs a magnetic resonanceimaging (MRI) and they won't proceed without the first stent information. No further patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.